Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the patient is draining less than expected. The cycler is not alarming. The contact stated that the cassette was not able to be removed. The patient reported that the cycler has not completed treatment. The patient was empty upon connecting for the previous night's treatment. Upon review of the treatment records, it was noted that the patient experienced iipv (increased intraperitoneal volume) of greater than 180%.